Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) was seen in-clinic for a routine follow-up appointment, where the physician noted double-counting on the presenting electrocardiogram (egm). All other system parameters were stable and in-range. The cardiac technician reprogrammed the automatic gain control (agc) sensitivity to 1.5 mv, as well as extended the ventricular refractory period. However, the oversensing persisted in the egms. Boston scientific technical services (ts) was contacted for an egm review, although complete device data was not provided for analysis. Regardless, ts indicated that the egm signal was consistently present at a same coupling interval prior to the patient's large r-wave. This large r-wave observed in the right ventricular (rv) channel was also noted to be synchronous with the signal observed in two other sensing channels. Ts confirmed that the agc programming could be useful, but that it could result in fine ventricular fibrillation undersensing. Diagnostic imaging was recommended to assess the rv lead position. At this time, the ICD remains implanted and in-service. No adverse patient effects were reported.